Event description:
The customer reported the agilia infusion pump was alarming for ail (air in line) with no air present along with multiple air sensor errors in the history log. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and confirmed the customer reported problem of alarming for air in line. A review of the device history log found error 99 (activation of the watch dog) and the error code for air in line. The air sensor was replaced to resolve the air sensor errors found in the history log. Also, the central processing unit (cpu) and power supply pcb were replaced to resolve error 99. The occlusivity check system (ocs) was performed and the testing did not pass. Therefore, the clamp motor assembly was replaced to address the ocs failure. Further evaluation found the leaf-spring in the clamp bent and the left flange was replaced to correct it. After repair, the device was found to meet specification.